Manufacturer narrative:
The returned product was evaluated; no evidence of malfunction or manufacturing deficiency was found that would have caused or contributed to the customer's high blood glucose. An air bubble, however, was found within the device's insulin reservoir. This typically occurs when air is introduced during the fill process and is not related to any manufacturing process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels.

Event description:
The customer called to report high blood glucose. At 3:00 am on (B)(6) 2010, her blood glucose was 232 mg/dl, at 9:56 am it measured 201 mg/dl; it had risen to 294 mg/dl by 12:25 pm. Her blood glucose subsequently returned to normal range, measuring 156 mg/dl by 4:10 pm.